Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results. Results as follows: inratio: 0.7, 3.0. Results were from one patient. Customer has also been getting qc errors 411 and 114.